Event description:
The provider states the end user hasn't had maintenance on his chair for 3 year. He states the front forks are hollowed out of the frame and now they won't stay in place. No injuries noticed and according to the provider, if the end user had maintenance done, this wouldn't have occured

Manufacturer narrative:
Follow up to be sent if additional information received.